Event description:
A distributor notified zoll that a (B)(6) female patient passed away on (B)(6) 2015 while in the hospital. The lifevest detected ventricular fibrillation at 11:24:08. The lifevest delivered an appropriate 152j treatment at 11:25:17. The post-shock rhythm was asystole was intermittent cardiac activity. Post-shock asystole is a known risk of external defibrillation. The device was shutdown at 11:37:17 and the patient subsequently passed away.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor was fully functional upon receipt. Electrode belt sn (B)(4) was not returned for investigation. There is no indication of any device malfunction. Device mfg date: monitor (B)(4): 09/2014. Electrode belt (B)(4): 10/2014.